Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, g2. Is report source user facility investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that one empty opened foil and one labeled winding former with a needle suture piece pertain to the product code sxpp1a406 were received. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the end of the suture was cut probably caused by a surgical instrument. In addition, the other section of the suture was not returned for evaluation. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test could not be performed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9. Device available for evaluation?, h3. Device evaluated by manufacturer?, h6. Component code, h6. Type of investigation, h6. Investigation findings, h6. Investigation conclusions.

Manufacturer narrative:
Product complaint number: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name -irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke when sewing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.